Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to pair due to a possible bluetooth malfunction. The ICD was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to pair due to a possible bluetooth malfunction. No intervention was performed, and the ICD remained implanted. The ICD was confirmed to be functioning without issue. There were no patient consequences.